Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. There was no scratch at the broken point. There was no scratch found at the broken point. There was a char of the ptfe pad. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject "device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked." The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/ checking the device outside the patient body, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
During a procedure the subject device was stuck in a tissue and was not separated from the tissue. After the physician twisted and pulled the device, the device was separated. During checking the device outside the patient, the probe tip broke off. There was no patient harm reported.